Event description:
During an elective atrial flutter ablation procedure using a 3.5 mm df biosense webster smart touch thermocool ablation the operator heard a "steam pop" resulting in cardiac tamponade requiring pericardiocentesis and open closure of the perforation in the operating room.